Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned to zimvie for investigation. The reported event was not verifiable after the investigation associated with allergic reaction and skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly zimvie will continue to monitor for trends. The following sections have been updated: b4 date of this report updated. D3: manufacturer. G1: contact office. G3 date received by manufacturer. G6: type of report updated. H2: follow up type updated. H3: device evaluated by manufacturer updated to yes. H6: impact code added 4648-insufficient information. H6: component codes added 451-electrodes. H6: clinical code added 2033 - rash. H6: device code updated to 2682 - patient-device incompatibility. H6: investigation code added to 3331 - analysis of production records . H6: investigation code added to 4119 ¿ insufficient information available. H6: investigation findings code added to 3221: no findings available. H6: investigation conclusion added to 4315- cause not established h10: additional narratives/data . The following sections have been corrected: h6: device code updated to 2993: adverse event without identified device or use problem.

Event description:
It was reported by the sales rep that the patient stated he developed a rash while using the 72r electrodes. He stated that he changed them every day and rotated the position on his skin. Doctor prescribed triamcinolone acetonite cream to apply to area. New 72r/63b electrodes were shipped to the patient.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2021. Concomitant medical products: medical product: unknown. Concomitant medical products: therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the sales rep that the patient stated he developed a rash while using the 72r electrodes. He stated that he changed them every day and rotated the position on his skin. Doctor prescribed triamcinolone acetonate cream to apply to area. New 72r/63b electrodes were shipped to the patient.